Manufacturer narrative:
Device was received with a scratched case and a cracked case-corner of belt clip rails near the battery compartment. The test reservoir does lock properly inside the reservoir tube. Device passed the displacement test and self test. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button error alarm. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.